Event description:
Customer reported being unable to test with the adc blood glucose meter due to the test not starting after the blood sample was applied. The customer experienced loss of consciousness and was taken to the hospital. Upon his arrival, the customer was treated with an insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with the adc blood glucose meter due to the test not starting after the blood sample was applied. The customer experienced loss of consciousness and was taken to the hospital. Upon his arrival, the customer was treated with an insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.